Event description:
It was reported that the patient underwent a left initial knee surgery on an unknown date. Subsequently, the patient had been experiencing post-op pain and mobility issues noting that they could not walk. A CT scan revealed that the knee replacement was defective and the patient was subsequently revised. The original system was removed and a new one was implanted. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). B3 : event date : (B)(6) 2022 d6b: july 2022 d10: 00576401651 - femoral component option for cemented use only size f left - 63487609 00596404010 - articular surface size ef 10 mm height ''use with plate 5 - 63459803 00597206532 - all poly petella standard cemented size 32 mm diameter 8.5 mm thickness - 63426272 3003940002 - refobacin bone cement r 2x40g - a552ck1626 g2 : foreign country : united kingdom customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.